Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device has been explanted and replaced with a non- allergan device. This record relates to the left side.

Manufacturer narrative:
Corrected data: b.3., b.5., b.6., h.6.

Event description:
Physician reported rupture on the left side, diagnosed by MRI scan. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with a non- allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: not observed. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.